Event description:
Rn set up IV infusion for levetiracetam delivery as a secondary. Rn later noticed that the primary tubing chamber was full and confirmed that the secondary tubing had back flowed into the primary tubing set. This is a recurring problem at the hospital, and there have been close to 20 reported instances of this back flow problem on record, since the staff became aware and initiated monitoring of this problem.